Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The customer¿s other blood glucose level was 390 mg/dl. The customer also reported that the cannula was bent. The troubleshooting was performed for the bent cannula. The customer was treated with the insulin pump. The device will not be returned for the analysis.